Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated. The tubing length was not long enough for the physician to revise, so the reservoir was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4).